Event description:
Patient reported "bilateral ruptures, "joints aching in upper body", "flu-like symptoms" and a bilateral exchange of textured devices due to patient's concern with product." This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.